Event description:
I was bedridden. Autoimmune diseases. Searched for answers. Before all the news hit the airwaves, and becoming increasingly ill, losing almost all my assets, I had a gi doc who told me about a woman who was just like me and had implants removed and regained a lot of her health back. My friend, (B)(6), was chairman of the board at (B)(6) {he had sent me to the clinic 2 years earlier to identify my problem}. I immediately called him as we are close and he knew how sick I was. I explanted 2 week after phone call. I could go on and on but I know I am wasting my breath. I get it. I've been a medical sales recruiter for years. There mere fact that the FDA has not taken jnj textured mentor implants off the market sickens me to the core. FDA safety report ID # (B)(4).